Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age: estimated age. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment and surgery. It was reported that this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr). During the unproctored procedure on (B)(6) 2019 there was difficulty with imaging and the mitraclip ntr was unable to grasp the leaflets of the mitral valve due to the valve leaflet condition. The device was removed without clip implantation. A mitraclip xtr was able to grasp the leaflets and was deployed but after clip implantation the posterior leaflet came out of the deployed clip. The procedure ended with mr grade 3-4. On (B)(6) 2019 the patient had surgery to remove the clip and mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history revealed no other incidents from this lot. The single leaflet device attachment (slda) was likely the result of case circumstances. Reportedly, there was difficulty with imaging and the mitraclip xtr was able to grasp the leaflets and was deployed, but after clip implantation the posterior leaflet came out of the deployed clip. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.